Event description:
The customer contacted stryker to report that their device's internal defibrillation paddles were not working. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's internal paddles and was unable to duplicate the reported issue. The internal paddles were archived by stryker. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer received replacement internal paddles. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's internal defibrillation paddles were not working. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There was no report of patient use associated with the reported event.